Event description:
Customer reported that a powerpicc broke. During the infusion of drugs was found the leakage of substance infused from the point of emergence of the catheter. Immediately it is uncorked the infusion and removed the PICC. Once removed there was a partial breakage of the device about 8-10 cm from the anchor fins. It was necessary to reposition another device to complete therapy. The operator does not report any harm to the patient. Additional information received on 13 july. The patient was being administered saline solution with an antihistamine in it. After a few minutes the patient began to report burning and fluid leaking from the exit site. Subsequently the infusion was stopped and the PICC was removed, which was then punctured at a distance of 6 cm from the exit site. There was no overflow of chemotherapy and the operator was equipped with all personal protective equipment. Previously the patient had regularly performed 5 cycles of cetuximab/folfox from the PICC without any problems .

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 6 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product.

Event description:
Customer reported that a powerpicc broke. During the infusion of drugs was found the leakage of substance infused from the point of emergence of the catheter. Immediately it is uncorked the infusion and removed the PICC. Once removed there was a partial breakage of the device about 8-10 cm from the anchor fins. It was necessary to reposition another device to complete therapy. The operator does not report any harm to the patient. Additional information received on 13 july the patient was being administered saline solution with an antihistamine in it. After a few minutes the patient began to report burning and fluid leaking from the exit site. Subsequently the infusion was stopped and the PICC was removed, which was then punctured at a distance of 6 cm from the exit site. There was no overflow of chemotherapy and the operator was equipped with all personal protective equipment. Previously the patient had regularly performed 5 cycles of cetuximab/folfox from the PICC without any problems .